Event description:
During an atrial fibrillation procedure, it was noted that there was an air leak from the sheath. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath passed leak testing. However, the sheath failed pressure and aspiration testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.